Event description:
It was reported the device was used in a lung volume reduction. It was reported by the affiliate when the product was fired it was noted that the device would not 'unlock' from the tissue. It was reported in order to open the jaws of the device the grey firing handle had to be manually pulled open. It was perceived that the force required to open the jaws was detrimental to the handle leading to breakage.